Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. G2: foreign country - japan continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, 2.1.0, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during navigation there was an inaccuracy. After the tracer registration was completed in the prone position, accuracy was verified, and it was confirmed that there were no issues, leading to the start of the operation. During the procedure, it was believed that no events occurred related to misalignment, such as movement of the reference frame. The inaccuracy was cause by all instruments. The physician felt that it was dislodged in the head at about 5-10 mm. The navigation system indicated a location below the occipital protuberance, and it was intended to approach the cerebellum. However, upon confirmation after a craniotomy, it was anatomically found to be above the occipital protuberance. The dura mater was visible on the caudal side. The planned approach to the cerebellum resulted in an actual approach to the cerebrum. The geometry of the instrument where inaccuracy occurred was unknown. The distance to the display on the screen was unknown. The error was confirmed, and due to bleeding observed in the patient, hemostasis was performed, the head was closed, and the operation was discontinued. The use of the navigation system was abandoned during the surgery because accuracy could not be verified. This issue caused less than 1 hour surgical delay. The impact on patient outcome was unknown. A reoperation was planned. It was reported that a revision surgery was performed on (B)(6) 2025 using navigation, and it was completed without any issues.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.